Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted contamination in the vacuum manifold assembly. The vacuum manifold assembly was replaced. No report of patient involvement.

Event description:
The hospital reported that the suction was not functioning as expected. There was no patient involvement.